Event description:
It was reported that (1) tct75 was used during a gastric bypass procedure. It was reported by the rep that after firing the tct75 twice with green reload unit, the device was loaded with a tcr75 and locked out. Opened another tct75 to complete the case. There was no consequence to patient.